Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found extended with traces of blood. Visual and x-ray examinations of the lead found the inner coil was overtorqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was due to overtorque of the inner coil.

Event description:
During the initial implant procedure, the helix of the right ventricular (rv) lead was unable to fully extend. A replacement rv lead was used to complete the implant procedure. The patient was in stable condition.